Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found one of two sensors with bent cannulas inside the sensor. One remaining sensor had a stuck cannula on the adhesive tape. Unable to confirm that the customer received sensors in said condition due to product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 13mmol/l. The customer stated that transmitter doesn't blink when connected to the sensor. The customer was advised to replace the sensor. The customer was advised to check for bent, damaged or retracted sensor and found no electrode on sensor.